Manufacturer narrative:
The ac adapter model xop130 is used on the xop2 concentrator. It's published ratings: xpo2 ac power adapter 100-240 vac 50/60 hz, 1.5 amps at 120 vac. Invacare user manual for the xpo2 concentrator part no 1148112 page 7 provides warnings for the risk of electrocution or overheating which states: "risk of electric shock. Do not disassemble. Refer servicing to qualified service personnel. No user serviceable parts. To reduce the risk of burns, electrocution, fire or injury to persons. A spontaneous and violent ignition may occur if oil, grease, greasy substances, or petroleum based products come in contact with oxygen under pressure. These substances must be kept away from the xpo2 portable concentrator, tubing and connections, and all other oxygen equipment. Do not use any lubricants unless recommended by invacare. Avoid using while bathing. If continuous usage is required by the physician's prescription, the concentrator must be located in another room at least seven feet from the bath. Do not come in contact with the concentrator while wet. Do not place or store product where it can drop into water or other liquid. Do not reach for product that has fallen into water. Unplug immediately."

Event description:
The casing on the unit allegedly got hot and melted. No injury is alleged.